Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited backup operation. The patient was reported to be stable. No further information was available.

Event description:
New information reported that the patient was asymptomatic to the backup operation. The device was reprogrammed to resolve the issue.